Event description:
It was reported by the clinician that the certified registered nurse anesthetist (crna) was not able to infuse medication through the catheter after it was inserted into the pt. As a result, it was removed and another kit was opened and that catheter was placed. An additional needle stick was required. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.